Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s. This report for the system error 2240 (air in line) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The batch review was performed with no issues noted. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-(B)(4).

Event description:
A distributor contacted baxter (B)(4) and reported that a hospital nurse reported a system error 2240 (air in line) alarmed on the homechoice machine. The event occurred during dwell time, when the last re-filling of heating bag from supply bags is performed. The nurse stated that the patients are well trained and undergoing ambulatory peritoneal dialysis treatment for a certain time. The nurse stated that due to the alarm, therapies are uncompleted and there is discomfort and intensity feelings from the users. No further information is available. No patient injury or medical intervention was reported.